Event description:
It was reported that there was a removal of a stem. Revised due to pain in the thigh, nothing found intraoperatively. Left the adm cup in.

Manufacturer narrative:
The catalog number and lot code were not reported. The device was reported as an unknown stem. It was noted that the device is not available for evaluation due. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under ar reporting for prs (B)(4).

Event description:
It was reported that there was a removal of a stem. Revised due to pain in the thigh, nothing found intraoperatively. Left the adm cup in.